Event description:
The integra sales representative reported the following incident on behalf of the user facility: the threaded tip of the device broke off at the point where the threaded portion meets the non-threaded portion of the shaft. The physician was able to retrieve the broken piece of the device from the patient. This incident is related to MDR 9615741-2007-00006.

Manufacturer narrative:
The product is not expected to be return. An investigation has been initiated based upon the reported information.